Manufacturer narrative:
Device passed the displacement and self test. No missing segments/partial display anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was flashing. The customer stated the screen would flash when turned on after being in sleep mode. The insulin pump will be returned for analysis.